Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a ble issue was observed in the lab. The cause of the ble telemetry issue was consistent with a ble circuitry anomaly. The device was subject to the ble malfunction field action issued by abbott on (B)(6) 2022.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: this report is to retract 2017865-2022-07295 submitted on (B)(6) 2022. Product was within abbott control and not in presence of a customer. This was found within internal testing. Item does not currently meet MDR filing requirements. H6 - investigation conclusion 4316 - code not available as report was retracted.

Manufacturer narrative:
Further investigation found that the cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.